Event description:
A customer reported that tapes were reversed on the 3/8 x 3/8 av loop.

Manufacturer narrative:
The convenience kit sample was returned and it was confirmed that the lines were mis-assembled. An evaluation was done on kits from a later build and those the customer chose to return. The evaluation consisted assessing the assembly of lines 5, 5a and 5b, for correct construction. Other than the returned complaint sample all kits were assembled as required per the customer specification. The customer specification has been updated per customer request to better discriminate between these lines. This complaint will be included in associate awareness training. All available info has been placed on file in qual mgmt for appropriate tracking and trending. (B)(4).